Event description:
Customer reported missing images, system lock up, and communication errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos board, ethernet cable, and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint number.